Event description:
Information received by medtronic indicated that the insulin pump home screen did not appear on the display after inserting new battery. Insulin pump was exposed to moisture. Customer reported there was fluid in the battery compartment. Customer stated battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.